Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b3: unknown event date in may 2024 h4 device history a manufacturing record evaluation was performed for the finished device part: 08.501.001.20s. Lot: 864p703. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 20-sep-2022. Manufacturing site: jabil bettlach. Expiry date:01-aug-2027. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the dr, while examining the patient post operatively found that zipfix band was snapped in the rachet junction. Patient had chest discomfort. Original surgery date is (B)(6) 2024. Revision surgery occurred on (B)(6) 2024 and zip fix was removed & discarded. The surgeon used steel wire for the chest closure. Surgery was completed successfully. Patient was listed as good status. This report is for one sternal zipfix cable tie w/needle peek 2 this is report 3 of 3 for (B)(4).